Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier and 6 endoanchors were used prophylactically in conjunction with an endurant stent graft system in the endovascular treatment of the patient for a 56 mm abdominal aortic aneurysm. It was reported that approximately 1-week post index procedure, the patient was diagnosed with post-implantation syndrome. The patient¿s symptoms included abdominal pain and reduced appetite. It was noted that the event resolved with medical treatment of the patient. The event was noted to have an uncertain relationship to the device or procedure. No additional clinical sequelae were reported and the patient is fine.